Manufacturer narrative:
No product was returned.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2013, it was reported that the "tick" button on the patient's infusion device was not functioning. No adverse event was reported. The infusion device was requested to be returned for product evaluation.